Event description:
It was reported that this patient's device was emitting tones due to this right ventricular (rv) defibrillation lead exhibiting a shock impedance measurement of 0 ohms. Subsequent shock impedance measurements were in normal range with patient isometrics and pocket manipulations. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). It was noted the patient would be monitored via remote monitoring. No adverse patient effects were reported. The lead remains in service.